Manufacturer narrative:
Additional information received indicates that the patient underwent a pump exchange on (B)(6) 2014 due to suspected pump thrombus. The pump exchange was done through a thoracotomy and the outflow graft to the ascending aorta was left in place. The procedure was said to be "quick and without complications". On post-operative day (pod) one the patient was in the intensive care unit (ICU) and had a "suspected embolization of the left leg for which an embolectomy was performed". On pod two (2) the patient has a sudden drop in blood pressure and blood loss of two (2) liters in approximately thirty (30) minutes through the chest drain. The patient became bradycardic and the flow on the ventricular assist device (vad) dropped from approximately 3.7 to 2 liters per minute with a flat flow curve on the monitor. Suction events were also viewed on the monitor so the pump speed was reduced. He was given multiple units of packed cells. The patient was taken back to surgery for exploration to assess the source of the bleeding but the source was not found. The patient was given more fluids and "remained on dosages of adrenaline". The "patient seemed to have signs of septic shock (high white blood cell count as only evidence of this diagnosis)". On pod three the patient's hemodynamic situation continued to deteriorate and the patient went into multiple organ failure. The pump was eventually stopped and the patient expired on (B)(6) 2014. The final cause of death was listed as multiple organ failure. The treating facility stated that there was "no failure of the pump detected after the exchange". The heartware vad is used for treatment not diagnosis. The lvad pump hw20823 was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A device history review of pump was conducted finding no anomalies. Log files analysis confirmed high power. Pathologic evaluation of the pump demonstrates corresponding abrasions on the lower housing ceramic surface and the inferior surface of the impeller (indicative of mechanical abrasion or abnormal impeller wear). There was no evidence of disruptive thrombus or tissue in the pump. Therefore, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This report may be based on information which heartware has not been able to investigate or verify prior to the required reporting date. The device(s) listed in this report is (are) used for treatment, not diagnosis. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
The site has indicated that the pump remains implanted, therefore it will not be returned. Product remains implanted.

Event description:
Approximately six months post hvad implantation via thoracotomy approach this patient was admitted to the hospital with high power. He presented with shortness of breath, dark urine and increased plasma hemoglobin and lactate dehydrogenase (ldh) levels. Treatment with intravenous heparin was successful in decreasing pump power initially but parameters reportedly increased again over night. Investigation is ongoing.